Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was unable to download sensor readings from the patient's electronic unit. Troubleshooting was tried to no avail. Subsequently, the patient developed hypervolemia. The healthcare facility did not receive readings which according to the nurse practitioner, delayed the patient's treatment, it was also noted the patient was admitted to the ER due to the issue. Landline electronic unit is planned to be sent out to the patient to replace the gsm unit as a next step.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient received left ventricular assist device to address other health issue. It is uncertain at this time if the patient will continue to use the hf sensor for readings.